Event description:
It was reported that during a circumflex angioplasty treatment procedure, a guide wire fracture occurred. The target lesion was located in the moderately calcified middle segment of the left circumflex artery (lcx). It was noted that the lesion has withstood various balloons at high pressure with persistence of a very large foot print. The physician advanced a 330cm rotawire and a 1.5mm burr without difficulty; however there was resistance during withdrawal of the burr and guide wire and the guide wire moved into the distal vessel. When the physician attempted to remove the guide wire it detached at the flexible radiopaque portion, which stuck in the distal vessel bed. It was further reported that an angiography showed a 1 to 2 cm arterial gap towards the guide wire detachment. A hemopericardium gradually formed and a surgical drain was required. The physician then advanced another guide wire and 1.75mm burr to the lesion without difficulty. The procedure was completed by pre-dilation of the lcx and placement of a stent. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was further reported that the physician attributed the hemopericardium to the rotawire. It was noted that the vessel injury likely occurred during the breaking of the guide wire. A fragment of the guide wire remains in the treated portion of the vessel, 30-40mm of the treated stenosis and of the artherectomy area.

Manufacturer narrative:
Describe event or problem updated: (B)(4).